Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their daytime symptoms were worse since implant. The patient had increased from 0.3 to 0.5 to 0.7 volts. Their nighttime symptoms had shown some improvement. The patient was getting up every 3-4 hours instead of 1-2 hours. The patient had an appointment on (B)(6) 2016 with their health care professional (hcp). The reported symptom was leaking following the implant. This occurred on (B)(6) 2016. Additional information received from the health care professional (hcp) on (B)(6) 2016 reported that this increased leaking was reported 7 days after the device was implanted. The patient was still in perioperative period. The steps taken to resolve the issue included observation. The patient had an appointment in the near future for a device check and generator adjustment. The resolution of the issue was unknown at the present time. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The leaking was a previously captured symptom, however the report that leaking increases with increasing stimulation is new information on this symptom.

Event description:
The patient reported that "dr recently changes patient medication and that seemed to help." The patient also reviewed that once the implantable neurostimulator (ins) amplitude was set to 1.2v he noticed occasional leaking and the more the ins was increased the more leaking occurred. This leaking was a new symptom for the patient which started about 3.4 weeks ago. The patient was advised to follow-up with his healthcare provider to assess symptoms and programming.